Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric bypass, when the second and third shots were fired, the staples did not come out of the cartridge. The device delivered a complete cut line with no issues, but did not deliver any staples. There was no difficulty opening the device. A gastrectomy had to be done to complete the case. Surgery was delayed 30 minutes, but was successfully completed. There were no patient consequences and no other medical intervention was required.